Event description:
Patient called alleging that the meter was reading inaccurately high. About two and a half weeks ago, patient's meter was not working for a week. Patient would apply blood on the test strip and meter would power off. After a week, patient replaced the batteries and noticed since then that their readings have been high. The meter was set in the wrong unit of measurement. Patient assumed their readings were high and they contacted their md who advised patient to take extra metformin pill at lunch to lower their blood glucose level. Patient had been having symptoms for the last two and a half weeks, which consisted of feeling light headed, weakness in the knees and sweating. Customer service went into the meter settings and had patient change the units of measurement back to mmol/l. Based on the readings in the memory of the meter, patient did not suffer a serious injury. Patient did mention that the only time they went into the settings was right after the battery was replaced. They claim that the meter automatically took them to the set up mode. This case is being reported as a meter malfunction.